Event description:
A report was received stating that the pump alarmed "check clutch." No pt injury or adverse event was reported.

Manufacturer narrative:
The suspect device was returned for investigation. A review and eval of the event history log confirmed the error had occurred. The error was able to be duplicated during testing. Further eval found the carriage washer was out of place and tamper sticker removed by end user. Carriage screw were also replaced as a precautionary measure. Root cause of reported issue was determined to be misalignment of carriage washer by end user.